Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A customer reported that a patient was revised approximately five months post-operatively to address a migrated mantis blocker and a fractured es2 rod. This report captures the rod.